Event description:
It was reported that a power on reset (por) occurred. The error code was 0400. The patient was there for programming. The patient¿s husband had a stroke and the patient was not in tuned with her own medical events. It was stated that the patient had imagine done, but it was not recent. The stimulator was charged to (B)(6)%. The por was cleared successfully and impedances looked normal. It was further stated that the por likely occurred after being in the hospital following her husband¿s stroke (on a telemetry floor). There was a loss of stimulation with the event, and it was stated that medical equipment interfering with the stimulator was probably the cause of the por. After tweaking of programming was done, the stimulation returned. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).